Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was occurred. The physician encountered difficulty trying to advance the taxus express2 3.0x12mm drug eluting stent through the touhy. The stent delivery system became caught on the touhy and the hypotube bent and the proximal edge of stent was raised. No pt complications occurred. Pt status is satisfactory.